Event description:
Reference number (B)(6). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which he experienced high blood glucose level of 490 mg/dl. Therefore, they tried to treat it with bolus via pump and eating carbohydrates (tortillas and fried rice) but on (B)(6) 2023 around 11 pm, the patient was admitted to the hospital due to high blood glucose level. He had high ketone level which healthcare professional did not assess as dangerous or life threatening. Moreover, the issue occurred with one infusion set used for less than a day and the site location was patient's abdomen. The patient stayed in hospital for seven hours. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue (resolved will come only when mentioned). On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.